Manufacturer narrative:
Device data was retrieved and reviewed. The data shows a discharge and recovery of battery percentage along with another discharge where there was a change from mains to battery, indicating disconnection from power source. Reconnection was observed and the device started charging normally. No charging issues were indicated. The individual battery packs show no evidence of issue as they behaved normally and charged and discharged without issue. The discharge and re-charge follow a normal operating pattern. Therefore, it is likely that after troubleshooting by the customer, they were able to re-connect properly and the metra started to charge up normally. No issues followed afterwards.

Event description:
The device user (du) reported that the device was not charging. The du initiated a call with the clinical specialist (cs). The device was showing a 49% battery charge and as plugged-in on the graphical user interface (gui) screen with message code 80 (low battery) displayed. While on the call, the device charge increased to 50%. It was noted that the device was brought into the operating room about 45 to 60 minutes prior. The du stated that the device was plugged in and that the plug icon was on the gui display the entire time following transfer of the device. Subsequently, message code 80 had resolved and the battery charge was seen to have increased to 54%.